Manufacturer narrative:
Investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a procedure, when the catheter was being removed from the introducer, the catheter tip became detached. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter shaft was received wrapped tightly in a coil around the handle, causing bends in the catheter shaft. Electrodes 2-10 met specifications of acceptable resistance values with no open or short circuits detected. Functional testing could not be performed on the distal electrode due to the condition of the returned catheter. Further investigation revealed that that the tip electrode was detached from the catheter shaft, which is consistent with the reported display issue. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. Based on the received condition of the device and the information provided, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the electrode becoming detached occurred outside of the patient and therefore no intervention was required.